Event description:
Aksys hemodialysis machine had "dialysate leak" alarm during hemodialysis treatment. Manual saline rinseback was done and treatment was ended 10 min. Early. Pt had to skip hemo treatment the next day due to machine being repaired.